Manufacturer narrative:
The complaint is inconclusive as no sample was returned for eval. Therefore, no investigation or corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences. (B)(4).

Event description:
Per rep, during one procedure, the md was unable to deploy the bands on 2 ligators. He turned the handle and heard "clicks", however no bands fired. The first device was removed from the pt, the handle was turned, clicks were heard, but no bands fired. The second device was removed from pt, and one band fired outside of the scope. The company rep believes the devices were set up correctly, trip wire connected and plastic removed from the bands.